Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. Following pre-dilation with a 2.75 x 5 mm non-boston scientific balloon catheter, a 4.00 x 8 mm synergy xd drug-eluting stent (des) was fully deployed without issues at 13 atmospheres. However, a distal edge dissection was observed and described as flow limiting. Another 4.0 x 20mm synergy xd des was deployed to cover the dissection, and the procedure was completed. The patient remained stable post-procedure. Instead of a 4.00 x 8mm synergy xd des as previously reported, the deployed stent was 4.00 x 38mm synergy xd des.

Manufacturer narrative:
B5: corrected synergy xd stent size from 4.00 x 8 mm to 4.00 x 38 mm. B7: additional information added. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 95% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery. Following pre-dilation with a 2.75 x 5 mm non-boston scientific balloon catheter, a 4.00 x 8 mm synergy xd drug-eluting stent (des) was fully deployed without issues at 13 atmospheres. However, a distal edge dissection was observed and described as flow limiting. Another 4.0 x 20mm synergy xd des was deployed to cover the dissection, and the procedure was completed. The patient remained stable post-procedure.